Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii.

Event description:
Patient reported left side "I have had allergan recalled implants for 9 years, have now developed capsular contracture baker grade IV.the device remains implanted.

Event description:
Patient reported left side "capsular contracture baker grade IV and recall." Healthcare professional later reported "capsular contracture baker grade iii." Patient additionally reported that the baker grade of the capsular contracture is IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side "capsular contracture baker grade IV and recall." Healthcare professional later reported "capsular contracture baker grade iii." Patient additionally reported that the baker grade of the capsular contracture is IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported capsular contracture, baker grade IV, on the left side. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "capsular contracture baker grade IV and recall." Healthcare professional later reported "capsular contracture baker grade iii." Patient additionally reported that the baker grade of the capsular contracture is IV. Device has been explanted.

Event description:
Patient reported left side "I have had allergan recalled implants for 9 years, have now developed capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.